Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons weren't working on the insulin pump. Customer's blood glucose was 131 mg/dl at the time of the incident. Customer could not clear a low reservoir alarm. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer declined to have a loaner pump.